Event description:
It was reported when using the bd pen needl 31ga 8mm, the device experienced the inability to deliver insulin/medication and a damaged product (still operable). The following information was provided by the initial reporter. The customer stated: it was reported needle clogged. Patient end needle appeared to be fused closed - no visible "hole" present. Consumer stated patient end needle appeared to be fused closed - no visible "hole" present.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 0162428 for needle clog. This is the 1st. Related complaint for needle clog.